Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon bowing the jagtome rx 44 it was noticed that the cutting wire broke. Reportedly, there were no detach part inside the patient. The procedure was completed with a second jagtome rx 44. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of wire break. Visual examination of the returned device revealed that the working length was damaged, the distal pierced hole (tome's extrusion) was found torn, therefore this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The cutting wire was not broken. Additionally, the working length to be found twisted in several sections and the working length was found kinked at the proximal section. The complaint was not consistent with the reported event of cutting wire broke; however, it was found that the wire anchor dislodged. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon bowing the jagtome rx 44 it was noticed that the cutting wire broke. Reportedly, there were no detach part inside the patient. The procedure was completed with a second jagtome rx 44. There were no user injury nor patient complications reported as a result of this event.